Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) ¿ drill. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures clearly show that the drill has fractured where the drill body meets the fluted portion of the drill tip. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: g3 ¿ the awareness date for this event was incorrectly reported initially. The following sections were updated: b4, b5, d9, g3, g6, h2, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the driver surface. The drill has fractured near where the fluted portion of the drill meets the drill base. A dimensional analysis was conducted on the portion of the fractured drill that was returned and found within specification. The fractured drill tip was not returned. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a procedure that the tip of the drill fractured off when drilling for screw insertion. The tip remains in the patient. The procedure was completed with a different drill. The surgeon will monitor the patient.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.